Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] from the inspection results of olympus india and former similar case, it was possible that the reported phenomena were occurred due to the following handling. A) insufficient reprocessing by the user around the forceps elevator after the procedure. B) foreign material adhering to the forceps elevator dried and stuck because the user did not perform the reprocess immediately after the procedure. [Note] the IFU (reprocessing manual) shows the brushing method around the forceps elevator in the following items. 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet in addition, IFU (reprocessing manual) has the following description. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. From the above, it was considered that the occurrence of the reported phenomena could be prevented. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was the foreign object on the forceps elevator of the subject device. Omsc reviewed the inspection report of olympus (B)(4) and found the new reportable malfunction, an indication that the subject device had been insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found there was the foreign object on the forceps elevator of the subject device. The subject device had been returned to olympus india for repair of the leakage from the instrument/suction channels. The occurrence date of the event is unknown. There was no patient injury associated with this report.